Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced no readings, brief sensor issue or sensor error displayed for 45 minutes on the mobile device. As a result, the mobile device didn¿t indicate for severe low. She stated she did not catch the sensor error because it did not provide her with alerts. The patient did fs, getting 60 mg/dl. She ate a food and 15 minutes later, the bg was 48 mg/dl. She fainted after the fs. She mentioned that she didn't felt any symptoms that time and was only treated by their school nurse with glucose gel and food with high protein. She recovered after treatment and was feeling okay during the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.